Event description:
It was reported that the patient presented to a walk-in clinic at (B)(6) clinic due to hyperglycemia (>400 mg/dl). The pod was worn between 37 and 48 hours. At the clinic, dr. (B)(6) evaluated her and confirmed that ketone levels were within normal range. At 10:34 am, a correction bolus of 3.5 units was administered. By 12:09, her blood glucose had decreased slightly to 399 mg/dl. Since her levels were trending downward and she exhibited no symptoms. Dr. (B)(6) advised her to return home. Additionally, the patient reported redness at the infusion site. Treatment included bolus insulin delivery and glucose tablets. The patient remained in the clinic for approximately 1.5 hours before discharge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.